Event description:
A (B)(6) female pt called zoll customer support to report that the response buttons on her monitor weren't working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor response buttons not working) was confirmed. Upon investigation, the front response button was not functional. The response button switch was found to be defective. The root cause for the defective switch could not be positively identified. No adverse event resulted from the defective response button. The pt rec'd a replacement monitor.